Event description:
Complaint received as follows: a (B)(6) nurse at (B)(6) reports pt developed necrosis while fms was in place. Pt was admitted into their facility on (B)(6) 2012. She gave her birth vaginally on (B)(6) 2012 and was discharged from their facility on (B)(6) 2012. Obgyn reports uncomplicated delivery at the time of pt's discharge. Pt was readmitted on (B)(6) 2012 with urosepsis; anemia; thrombocytopenia and renal failure. She was intubated on (B)(6) 2012 at which time she was diagnosed with respiratory failure and started on dialysis. She started receiving plasmapheresis and albumin infusions on (B)(6) 2012. Tpn started on (B)(6) 2012. She developed diarrhea and fms placed on (B)(6) 2012. Clostridium difficile was negative. Dilation and curettage performed on (B)(6) 2012. She developed rectal bleeding on or around (B)(6) 2012 at which time a colorectal surgeon was consulted. Colorectal surgeon performed rigid proctoscope which showed rectal necrosis. Fms was removed on or before (B)(6) 2012. Large amount of rectal bleeding with clots noted on (B)(6) 2012 at which time flexible sigmoidoscopy and vaginoscopy were performed. Sigmoidoscopy showed necrosis of the anterior lower rectum and anal canal. The colorectal surgeon took the pt to surgery for an exploratory laparotomy. Delormes procedure; rectoplasty; repair and ligation of rectal ulcer. Pt began to improve shortly following surgery and physical therapy was started. She was discharged to home on (B)(6) 2012 with no further treatment or complications noted. This report describes a serious adverse event of a pt who had a flexi-seal inserted due to liquid stool. She was status post vaginal delivery ((B)(6) 2012) and re-admitted ((B)(6) 2012) with urosepsis and subsequently both respiratory and renal failure necessitating mechanical ventilation and dialysis. Fms was placed on (B)(6) 2012. On (B)(6) 2012, the pt developed rectal bleeding; rectal necrosis was visualized by rigid proctoscopy. After the device was removed, she had large amount of rectal bleeding with clots on (B)(6). A sigmoidoscopy showed necrosis of the anterior lower rectum and anal canal. The pt underwent a laparotomy, delormes procedure, rectoplasty and litigation of the rectal ulcer. Post surgery, there were no further complications and the pt was discharged to home on (B)(6) 2012. From a clinical perspective, a causal relationship between flexi-seal device and this event is deemed possibly related because the device was in the proximity of the ulcerated area and in place at the time the necrosis occurred. Pregnancy and the stresses of childbirth can weaken the muscles, causing rectal prolapsed to occur and may have also contributed to the event.

Manufacturer narrative:
(B)(4).